Event description:
Patient experienced an allergic reaction to the catheter. Account believes it is directly related to catheter / vialon catheter material. Has been going on for five days now.

Manufacturer narrative:
Additional information has been requested. Upon completion of the investigation, a supplemental report will be submitted. Date submitted: 20 may 2008.